Manufacturer narrative:
Expiration date was updated. Qc results were within the acceptable ranges. The patient sample was requested for investigation but was not provided. Since the customer declined to provide additional information or sample material, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient tested for elecsys free psa (free psa) and elecsys total psa (total psa) on a cobas e 801 module. This medwatch will cover free psa. Refer to medwatch with patient identifier (B)(6) for information on the total psa results. The total psa result was 0.421 ng/ml. The free psa result was 0.672 ng/ml. The customer re-measured the patient sample and obtained the same results. The actual results were not provided. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e801 module serial number was (B)(4).